Manufacturer narrative:
Device analysis: cuff atrophy was reported. The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the cuff that was the result of fatigue in the pillow at the fillet junction. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction balloon analysis: cuff atrophy was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 76.4 cmh2o. It is rated at 71-80 cmh2o. Pump analysis: cuff atrophy was reported. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to the cuff leak. Catalog description: control pump fgs iz, model number: (B)(4), batch/lot number: 696781007. Model/catalog description: balloon fgs 71-80 cm, model number: (B)(4), batch/lot number: 720415003.

Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced due to cuff atrophy.

Manufacturer narrative:
Model/catalog description: control pump fgs iz, model number: 72404127, (B)(4); model/catalog description: balloon fgs 71-80 cm, model number: 72400025, (B)(4).

Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced due to cuff atrophy.